Event description:
Extruded lumbar five to sacral one arthroplasty implant. The anterior portion of the s1 promontory was found to be partially eroded due to the failed implant from where it was dislocated anteriorly.